Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the tip came out damaged (open).

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2087249, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the catheter tip appeared to be deformed with a v-shaped marking near the tip. A v-shaped marking may indicate that the catheter tubing was punctured by the needle. However, without the physical sample available for inspection this could not be confirmed. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without the physical sample available for testing a definitive root cause could not be determined.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-mar-2023. H6: investigation summary : a physical sample was returned for this investigation but unfortunately, it was lost during inspection. Quality photos were provided and this investigation can still be performed using these photos. A review of the device history record was performed for the reported lot, 2087249, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the catheter tip appeared to be deformed with a v-shaped marking near the tip. A v-shaped marking may indicate that the catheter tubing was punctured by the needle. Therefore, based off the provided photos the engineer was able to verify the reported defect. However, a definitive root cause could not be determined from the information available in the photos.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the tip came out damaged (open).

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the tip came out damaged (open).